Event description:
A pt service rep contacted zoll customer support to report that a (B)(6) female pt's battery charger would not power on. The pt received a replacement charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon receipt the battery charger's power brick was defective and unable to power on the charger. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective power brick. The pt received a replacement batter charger.